Manufacturer narrative:
By checking the dhrs of the lot#s involved, no pre- existing anomaly was detected. Therefore, we can state that the overall components manufactured with the involved lot#/ster.# were properly sterilized before being placed on the market. This is the first and only complaint received with these lot#s. We will submit a final report once the investigation will be concluded.

Event description:
Revision surgery performed on (B)(6) 2020 due to suspected infection. Previous surgery was performed on (B)(6) 2018. According to the information reported, fibrous tissue had grown in between the metal back glenoid and glenosphere. Surgeon performed revision and took multiple tissue specimens of the humerus and glenoid. In addition, surgeon remarked that the right shoulder was tight and rom was limited on assessment prior to revision surgery starting. Therefore, he decided to downsize glenosphere implanting a 40mm glenosphere and long 40mm reverse liner to reduce soft tissue tension in the shoulder to allow better rom. Component explanted during surgery: smr rev. Hp lat. Liner medium not marked in USA. Smr connector small r code 1374.15.305 lot#1801813. Ster. 1800062 smr reverse hp glenosph. 44 mm not marked in USA. Event occurred in (B)(6).

Manufacturer narrative:
Check of the DHR: by checking the dhrs of the lot#s involved, no pre- existing anomaly was detected on: (B)(4) smr rev. Hp lat. Liner medium (not marked in us); (B)(4) smr connector small r, product code 1374.15.305, lot#1801813, ster. 1800062; (B)(4) smr reverse hp glenosph. 44 mm (not marked in us). Therefore, we can state that the overall components maunfactured with the involved lot/sterilization numbers have been properly sterilized before being placed on the market. CT analysis: we received pre-revision surgery CT images (exact date unknown) and sent them to our medical consultant for a clinical evaluation. Following, his comment is reported: "there is very limited comment one can make on the basis of the single CT image but I can at least confirm there is significant lysis around the inferior screw and there is also evidence consistent with humeral loosening. Both these features are consistent with infection, to the extent that the prosthesis is infected until proven otherwise. We don't have any information about what was done with the baseplate and the stem but in this case a "two stage revision", one anaesthetic would be the least intervention appropriate. If there was frank pus then a two stage, two anaesthetic procedure with a gap of 6 weeks or so between procedures would be appropriate. A two stage revision single anaesthetic is where the first stage is carried out. All the implants are removed, the joint and wound debrided, then the second stage begins with a completely new set of instruments,and the limb is prepped and draped up again. So two "separate" procedures but all occurring during the same anaesthetic. There is an english saying: "the elephant in the room". If there is an elephant in the room with you, you are probably going to recognise it!" It means that sometimes people don't recognise the big problem (which is as big as an elephant!) Yet worry about something that is irrelevant. The elephant here is the infection, not the tightness of the prosthesis." According to our medical consultant, there were clear signs of infection; however, because complaint source reported that there were no "evidence of infection" we asked to our medical consultant to re-evaluate other possible causes for lysis and loosening. Following, his response is reported: "the source in your description does mention "multiple tissue specimens". The recommended minimum number is five. If there was no growth from any of the specimens then we provisionally would say there is "no evidence of infection" at this time. That is not the same as there is "no infection". If there is lysis around the humeral component then the likelihood of infection is high. Hopefully, there is no infection and if that is the case the surgeon has managed the case appropriately." Considering the latest opinion of our medical consultant, the probability of infection is high and the "absence of evidence" does not mean that infection is absent. Furthermore, there are no reasons to consider this case as product related. In conclusion, we can consider this revision surgery as due to infection. Pms data: according to our pms data, occurrence rate of infection on smr reverse system is (B)(4). None of these cases was judged as product related. No corrective/preventive action implemented for this specific case. Limacorporate will keep the market monitored.

Event description:
Revision surgery performed on (B)(6) 2020 due to suspected infection, pain and loss of range of motion. Previous surgery was performed on (B)(6) 2018. According to the information reported, fibrous tissue had grown in between the metal back glenoid and glenosphere. Surgeon performed revision and took multiple tissue specimens of the humerus and glenoid. In addition, surgeon remarked that the right shoulder was tight and rom was limited on assessment prior to revision surgery starting. Therefore, in order to reduce soft tissue tension in the shoulder and to allow better rom, he decided to downsize the glenosphere implanting a 40mm glenosphere and long 40mm reverse liner. Component explanted during surgery are following listed: smr rev. Hp lat. Liner medium - not marked in us smr connector small r - product code 1374.15.305, lot#1801813, ster. 1800062 smr reverse hp glenosph. 44 mm - not marked in us according to the information reported by the complaint source, swab analysis was performed and infection was not found. Event occurred in australia.